Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an unrelated procedure, the case of this cardiac resynchronization therapy defibrillator (crt-d) appeared to have been dented on both sides. Additional intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality laboratory, a thorough evaluation of the device was performed. Visual inspection noted tooling marks on both sides of the pg casing. A hole was also noted in the lv seal plug. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis confirmed the marking noted on the pg casing were induced in the field.

Event description:
It was reported that during an unrelated procedure, the case of this cardiac resynchronization therapy defibrillator (crt-d) appeared to have been dented on both sides. Additional intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.